Manufacturer narrative:
B5-additional information: a 13.2mm vticm5_13.2, -12.5/+3.0/117 (sphere/cylinder/axis) icl was implanted into the patient's eye on (B)(6) 2021. Reportedly, "the lens stays in the eye-accommodation issues are gone-patient is happy! Close monitoring is planned." H6-investigation code 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Product code unk; esubmitter software does not allo for an unk or blank entry. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Health effect clinical code: (B)(4) (accommodation issues). Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The surgeon reports low vault at 190um and accommodation issues. Attempts to obtain additional information have not been successful.